Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump experienced intermittent power issues. The reporter denied physical damages to the battery compartment or to the batter cap. Allegedly, there was no moisture in the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/08/2017 with the following findings: a review of the black box indicated evidence of unexplained reboots on (B)(6) 2016. The pump powered on normally and successfully completed rewind, load, and prime steps. The pump was exercised for 24 hours with no power interruptions occurring. The pump casing was removed and no internal defects were found. The complaint of an intermittent power issue could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed the following: the display was dim and discolored; the battery cap threads were damaged and the cap was unable to fully tighten; the battery compartment was cracked; the pump cover and base were both cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.